Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced right implant deflation and bilateral capsular contracture baker grade iii. The left implant was intact. As a result, the patient had undergone explantation and replacement with non-mentor breast implant on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 7/24/2019, during evaluation of the sample it was noted a tear in the anterior view, measuring approximately 2.0 cm. No other anomalies were observed. It is most likely that the ruptured was occurred due to the stress caused by the capsular contracture which resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Manufacturer¿s reference number: (B)(4).